Event description:
The customer reported that there was a leak discovered 30 minutes into the peripheral blood stem cell (pbsc) collection at the plasma bag connection joint, afer a spillover was detected by the equipment. No medical intervention was necessary for this event. The disposable set is not available for return for evaluation because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Historically this type of defect can be attributable to a loose fitting slip fit luer (manufacturing defect), or a procedural error whereby the operator clamps the line above the connector during collection causing pressure buildup and resulting in a leak at the luer. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Possible root causes were provided in the initial report for this event.